Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The ra lead dislodgement was confirmed through an x-ray, showing it was hanging in the atrium. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The ra lead dislodgement was confirmed through an x-ray, showing it was hanging in the atrium. A new lead with a different model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess the lead electrical performance, and all measurements were found to be within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. The analysis, along with the field report, indicated no evidence of an issue beyond what is described in the instructions for use (IFU), and is therefore considered a known inherent risk associated with the device.